Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1) 55 mg/dl and 266 mg/dl 2) 220 mg/dl and 53 mg/dl sets of readings were taken on different days. Customer stated that he believes the low blood sugar readings were correct, as he was feeling weak and tired. Customer self-treated by eating a meal and felt better after that. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that she went in the pool while wearing the insulin pump. The customer stated that device was scrolling the numbers fast and did not stop. No further info was provided.